Event description:
It was reported that while turning the handle to tighten the snake arm, the arm locked up. This was noticed right before the patient entered the surgical room and another backup instrument was used to successfully complete the procedure. No adverse consequences were reported to the patient.

Manufacturer narrative:
A visual inspection was performed, and no visual non-conformances were identified. A functional inspection was performed and the device could not be moved freely; however, upon lubrication, the arm moved freely. Dimensional inspection was not performed because there is no indication the event was related to dimensions of the device. Material analysis was not performed as there is no indication the event was related to the material properties of the device. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was reported the snake arm securing mechanism jammed pre-operatively. The cause of the reported issue was determined to be lack of lubrication. The surgical technique indicates ¿snake arm should be properly reset and lubricated between uses.¿

Event description:
It was reported that while turning the handle to tighten the snake arm, the arm locked up. This was noticed right before the patient entered the surgical room and another backup instrument was used to successfully complete the procedure. No adverse consequences were reported to the patient.